Event description:
It was reported that the vns patient cancelled a routine office visit because the patient was hospitalized after being diagnosed with breast cancer. The relationship of the cancer to vns is unknown. Attempts for further information are in progress.

Event description:
Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the physician's office indicating that the patient's cancer is not related to vns.